Event description:
It was reported that the device had a power on reset. The device settings were restored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary (B)(4) the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted that the device had a full power on reset (por). Starvation of hall sensor caused por. Programmed parameters were restored from backup eeprom.